Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump underinfused during infusion. Infusion of ampicillin 3.75 ml administered in a 5 ml non-baxter syringe; at the completion of infusion only 1 ml was delivered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.